Event description:
It was reported that the patient expired. It was suspected that the ventricular signal amplitude was very small, resulting in intermittent underdetection and delayed hv therapy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of intermittent sensing was confirmed via review of stored electrograms. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The root cause of the reported intermittent sensing could not be determined.